Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that there was a decrease in sensing that resulted in undersensing and an increase in capture threshold on the right atrial (ra) lead. X-ray was performed and revealed a dislodgement of the ra lead. The lead was explanted and replaced to resolve the event. The patient was stable.